Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of fever, vomiting and nausea and was admitted to the hospital. An echocardiogram revealed that the patient had an infection with vegetation found in the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was removed due to an infection and was not replaced. The patient mentioned on social media that it ¿almost killed me¿. No further patient complications have been reported as a result of this event.